Manufacturer narrative:
(B)(4). Per field service representative (fsr), the sensor was connected to an alert channel and was set to "alert only". He was unable to duplicate the issue. A new sensor was installed at customer's request. The suspect device is being returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the device was alarming without any error message displayed. The surgical procedure was completed successfully. There was delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, the perfusion team had three incidents of a phantom alarm. They also reported the level detector going off when the level was above the level detector, and again when the level was below the sensor, the level alarm did not go off. The team only uses one sensor and it is the alert sensor to message only. The perfusionist stated that they did go to the auxiliary tab to look at the alarm sequences and nothing showed up on the tab. The incident did not delay the continuation of the surgical procedure, and there was no harm or blood loss associated with the event.

Manufacturer narrative:
The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Per data log, on (B)(6) 2018 the level alert probe was reporting coupled/uncoupled over and over. This was happening so fast that a message may not have been displayed in the top message area on the central control monitor (ccm) as reported. It will cause an alert tone to sound each time it occurs. Usually this indicates the probe has a poor coupling to the reservoir, possible the pad not being properly adhered to the reservoir. During laboratory analysis, the product surveillance technician (pst) observed the sensor to function normally throughout evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.